Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to procedure with an inflatable penile prosthesis (ipp). Diagnostic testing determined that the pump collapsed. The ipp pump was explanted and a new ipp pump was implanted. Following the procedure the patient got better.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of collapse and pump malfunction was confirmed. Based on a review of all available information, the cause of the reported event was due to the pump failing the deflation test and activation test.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to procedure with an inflatable penile prosthesis (ipp). Diagnostic testing determined that the pump collapsed. The ipp pump was explanted and a new ipp pump was implanted. Following the procedure the patient got better.